Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 9mm trial insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that upon opening tray, there was a cracked 9mm trial insert. No delay...

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual inspection confirmed the reported fracture. No material or manufacturing defects were identified. No medical review performed as clinical factors did not contribute to the event. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. The reported event regarding fractured of a triathlon standard insert trail was confirmed.

Event description:
It was reported that upon opening tray there was a cracked 9mm trial insert. No delay.

Manufacturer narrative:
.

Event description:
It was reported that upon opening tray there was a cracked 9mm trial insert. No delay.